Manufacturer narrative:
Initial.

Event description:
It was reported that the patient fell with the ilet in a pocket onto a rock, resulting in a fractured touchscreen; the screen was not usable afterward, the device was synced before shutdown, and the device will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user. Thank you for the timely information.